Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Allegedly, the occlusion alarm didn't go off, causing the unit to not sense an overflow of co2. It was reported that the patient's abdomen was increased with co2, causing their blood pressure to decrease rapidly.